Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The insulin pump received with scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The blood glucose at the time of the incident was 28 mg/dl. The customer did experience symptoms of shaking, sweating, mental confusion, inability to follow simple commands. The customer monitored blood glucose during the call. The basal rates were deleted. The customer state programing is not correct and does not feel the pump is operating as designed. Troubleshooting was able to resolve the issue. The device will be returned for analysis.